Event description:
(B)(6), a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 with galileo testing methodology.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the testing instrument on (B)(4) 2014. The immucor laboratory tested retention product on (B)(4) 2014 which performed as expected. The immucor laboratory also tested returned customer blood samples on (B)(4) 2014 and (B)(4) 2014, which resulted with the expected type a outcome.